Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60, indicating that there was an internal battery failure. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) reported to the remote service engineer (rse) that an internal battery failure occurred. The previous technician removed the battery, so it was not possible for the bme to troubleshoot the issue. The rse recommended that the bme should install a good battery and test the internal battery and charging of the battery. The bme installed a good battery and verified that the device operated as intended. After running the device on battery, the bme found that the device was able to charge properly. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.